Event description:
It was reported that the user experienced additional low glucose episodes while using the ilet after lowering their glucose target, which they believed contributed to the events and which their healthcare professional was aware of. Symptoms included hypoglycemia without additional reported symptoms. Outcomes included self-treatment of lows with oral glucose and user-reported satisfaction related to a lower a1c, with no hospitalization. Investigation included complaint intake with troubleshooting and education. Investigation of this case revealed no device malfunction was identified and the cause of hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.